Event description:
Same case as MDR ID# 2134265-2013-07370. It was reported that stent movement on balloon and stent damage occurred. The target lesion was located in left anterior descending artery. The 3.00mm x 28mm promus element plus stent was advanced to the lesion through a 6 fr non bsc guide extension catheter. However, the stent was caught on the catheter, causing extensive stent damage and stent movement on the balloon. The device was never in the target vessel. The device was removed and no products were left inside the patient. Then another 3.00mm x 28mm promus element plus stent was advanced to the lesion through a 6 fr non bsc guide extension catheter, however, the stent again was caught on the catheter. It was observed that the second stent was also extensively damaged and moved on balloon. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).